Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the stimulation ¿works¿ in their right leg but when the patient sat down, ¿it stops working¿. When asked if they were getting a 50% reduction in their symptoms, the patient stated they did not think the device was working form them as they had been ¿peeing more¿ and still got up 3 times a night. The patient was going to talk to their healthcare professional (hcp) about the symptoms/issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient never experienced therapeutic effect.